Event description:
It was reported that the patient had been hearing intermittent beeping from the device. The patient was seen for a device check and adjustments were made; the superior vena cava coil alert was turned off; the patient was having episodes of atrial fibrillation. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 lead, (B)(6) 2013. (B)(4).